Manufacturer narrative:
Section h10. Additional narrative, section e1, reporter name - contact, (B)(6). Section e2, health professional - yes. Section e3, occupation - physician. All pertinent information available to johnson & johnson surgical vision has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: information was requested, but it was not provided. Section b3, date of event, information was requested, but it was not provided. Section d6a: if implanted, give date: not applicable, as system is not an implantable device. Section d6b: if explanted, give date: not applicable, as system is not an implantable device. Device evaluation: field service engineer (fse) checked the system, and no problem found. However, the service proactively replaced printed circuit board assembly (pcba), and the max drive IV. System performing to j&j vision specifications. Manufacturing record review: a review of the device history record (DHR) showed there were no discrepancies or non-conformances experienced during manufacturing. The system and its components met all specifications prior to being released. A search of complaints related to this serial number 201465238 was performed. The search revealed additional complaint folders were received. However, complaint issues reported are not related. Therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported a corneal burn on while using their whitestar signature system. No further information provided.